Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 600 mg/dl in one incident. The customer declined to troubleshoot. The customer attributed their blood glucose to their medication, causing their blood glucose to fluctuate. The customer declined to return the insulin pump for analysis.